Event description:
The biomedical engineer reported the bedside monitor display is not working properly. The unit shows colored dots /distortion all over the screen. The monitor is not usable. Just digital noise on the screen. They do not know if it was in patient use or not. No patient harm was reported.

Manufacturer narrative:
Concomitant medical device field contains no information (ni) as the customer did not know if the device was in patient use or not when the bsm display failed.